Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned, d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information: reported along with three other reactions to dermabond. The device was not available for return. No details. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report: mw5157589, attached. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on unknown date and topical skin adhesive was used. During an unknown procedure, patient had reaction to adhesive used to close surgical incision sites on abdomen. Presented to emergency department with acute onset full body urticaria with onset 10 days after surgery but no rash or reaction around the incisions (adhesive). Pcp plans on allergist referral and prescribed pepcid and zyrtec.